Event description:
Reportedly, while monitoring a pt during routine transport, the device would intermittently shut off. The report was not associated with any adverse affects to the pt being monitored.